Event description:
The user facility reported that the device was leaking between the cartridge and the nozzle during a procedure. The case was completed successfully with no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
H3 other text : customer discarded product.